Event description:
A report was received that the patient will undergo an ipg replacement procedure for unknown reason.

Manufacturer narrative:
Additional information was received that the patient's batteries were no longer working. The patient underwent a revision procedure wherein the batteries were replaced. No device malfunction was suspected. The patient was doing well postoperatively. Additional suspect medical device component involved in the event: model#: sc-1110-02 serial #: (B)(4) description: precision implantable pulse generator (ipg) the explanted devices were not returned to bsn.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for unknown reason.